Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 64 mg/dl and 138 mg/dl. Customer was feeling hypoglycemic symptoms with a previous result of 68 mg/dl. He treated himself with juice and crackers and tested 10 minutes later at 64 mg/dl. Customer then treated himself with more juice and tested 10 minutes later at 138 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.